Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported she had a lot of back spasms. The patient stated she discussed the spasms with the healthcare professional (hcp). The patient stated she tried to turn stimulation up and down and switch programs. The patient stated some settings made the pain from the back spasms worse and others decreased the pain a little. The patient stated she tried turning the stimulation off and the pain was worse. The patient stated spasms were tolerable at first, but now the spasms were too painful. The patient stated she had a procedure/surgery for the patient¿s bladder spasms and interstitial cystitis (ic) every year. The patient stated the procedure/surgery was unrelated to their device. The patient stated she was not sure if her back spasms are because the patient waited longer than normal to the procedure/surgery. The patient stated the hcp told them there are other programs available. The patient stated they had a visit to the hcp set up for (B)(6) to check the ins longevity, but the patient couldn¿t make it because the patient couldn¿t drive, due to the back spasms. The patient stated there was no falls or traumas related to the issue. The patient stated when she sat or moved the spasms were constant and almost like a ¿shock¿. The patient was redirected to the hcp to check the device and the discuss reprogramming for the device. Additional information from the patient on (B)(6) reported she had attempted to change the setting to see if that helped the patient¿s back spasms. The patient stated if she increased stimulation that increased the patient¿s pain/back spasms. The patient stated if she decreased the stimulation the pain and back spasms decreased. The patient stated during the call the back spasms felt better, but the patient believed the ins was causing the back spasms. The patient stated the ins had been ¿constantly¿ giving them spasms, when the patient moved in a different position or when the patient sat. The patient stated it almost felt like a shock or something. The patient stated she had never had the issue before (B)(6). There were no further complications that have been reported as a result of this event.